Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed a left bundle branch block. No treatment was prescribed. No adverse patient effects were reported. At the two year follow up visit, the patient was noted to have severe systolic congestive heart failure, with an elevated bnp of 2774 and decreased ejection fraction of less than 20%. A permanent pacemaker was successfully implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the reported event of left bundle branch block (lbbb) falls within the category of conduction disturbances, which is a known potential adverse effect. The relationship of the congestive heart failure and the valve could not be determined but likely the heart failure is related to patient condition. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.